Event description:
The manufacturer received information (mw5107719) alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have been diagnosed with peritonsillar abscess; difficulty swallowing; difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and became degraded. The patient alleges to have been diagnosed with peritonsillar abscess; difficulty swallowing; difficulty breathing. The reported event of peritonsillar abscess; difficulty swallowing; difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. Based on the available information, the manufacture concludes that the event may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.